Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer was using cold insulin, which is considered off label per the tandem user guide. The customer continued to use the pump for insulin therapy, however, a replacement pump was sent to the customer.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.